Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed based on the results of the investigation, it is likely the following led to the tissue pad peeling off: 1. During the seal and cut output, nothing was being held between the gripping section and the probe tip (including after the tissue was cut), causing the tissue pad to wear out. 2. Abnormal heat generated by wear on the gripping section and probe tip caused part of the tissue pad to peel off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the tissue pad of the ultrasonic surgical device peeled off. This was found during a therapeutic procedure, and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental emdr is submitted to update d4 and h4.

Event description:
No additional information received from customer.